Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: b4d49f6. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-08-05. Medical device lot #: b4f41n1. Medical device expiration date: 2026-08-31. Device manufacture date: 2021-12-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on the device blade. The following information was provided by the initial reporter. The product defects were reported by the customer as follows: lot#b4d49f6 had 119 events reported. Lot#b4f41n1 had 194 events reported. The details of the defects are unknown in the initial report, and the event description and material info. Will be updated upon receipt of the actual sample.

Manufacturer narrative:
Additional information has been provided changing the event type of the original reportability. Please see the changes below. B.5. Event description: it was reported when using the bd microtainer® contact-activated lancet there was molding defects sharp protrusions. The following information was provided by the initial reporter. The product defects were reported by the customer as follows: the details of the defects are unknown in the initial report, and the event description and material info. Will be updated upon receipt of the actual sample. Additional information received. Molding defects sharp protrusions. Imdrf annex a code: a051102.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was molding defects sharp protrusions. The following information was provided by the initial reporter. The product defects were reported by the customer as follows: the details of the defects are unknown in the initial report, and the event description and material info. Will be updated upon receipt of the actual sample. Additional information received. Molding defects sharp protrusions.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on the device blade. The following information was provided by the initial reporter. The product defects were reported by the customer as follows: lot#b4d49f6 had 119 events reported. Lot#b4f41n1 had 194 events reported. The details of the defects are unknown in the initial report, and the event description and material info. Will be updated upon receipt of the actual sample.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-06. H.6. Investigation summary: "bd received samples and photos for investigation. The photos were reviewed and the indicated failure modes for foreign matter/damaged/molding were observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing and the issues of damaged/molding were observed. Foreign matter was observed in customer samples, not retains, of both lot numbers. Based on a review of the device history records for the incident lots, all product specifications and requirements for lots released were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter/damaged/molding. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to dirty cassettes on assembly machines, dirt coming from laser station where the lot number is burnt. The cassettes were imprecisely cleaned. Bd determined that the root cause of the indicated failure modes damaged/molding was attributed to wear of the centering elements of the mold and the lack of a gauge that would allow to catch the problem during production. "